Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the touchscreen was out of calibration and required reseating. It was also noted that the upper and lower handle, company logo button, spacer and cordbay latch were broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.